Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system power issue was associated the core power distribution (ipd) board. The ipd is a pca (printed circuit assembly) board that converts the incoming electrical voltage to the appropriate levels to power the other circuit boards and regulates the current supplied to them. The system was repaired by replacing the affected ipd pca board. The ipd pca board was returned to isi for failure analysis investigation. Engineering was able to replicate the customer reported complaint and found a defective module on the ipd pca board. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure the site was unable to get the system to power on. The site reconnected all and changed all power outlet connections, however the system continued to not gain power. With the assistance of an isi technical support engineer the site reset the main system breaker, however, the system continued to not power on. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for a later date. No patient harm or injury was reported.